Event description:
A facility reported a cerelink ventricular catheter showed a kink therefore, no measurements were possible. The catheter was explanted and replaced on (B)(6) 2022 two to three days after implantation. No patient symptoms due to malfunction reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The catheter was returned for evaluation: DHR - serial number (B)(6) was found to meet all criteria for release and was approved for use. Failure analysis - catheter received with drainage tube and material stretched at 2.8cm and 10cm from connector. Multiple kinks in catheter. Internal wires broken. Cerelink monitor reading was unacceptable; icp express read "no transducer detected. No testing possible. Therefore, the complaint condition could be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record (DHR) review and trending were performed as part of the evaluation. Proper finished goods testing was performed prior to release as indicated in the DHR. Product was received for analysis and the investigation could confirm the complaint.